Event description:
During the transapical tavr procedure, the sapien xt valve moved ventricular during deployment, resulting in moderate-severe paravalvular leak (pvl). The deployment of a second valve was required. Initially, a bav was not performed as per the surgeon's preference. The 26mm sapien xt valve was positioned in a 50:50 position and rapid ventricular pacing was initiated at 170 bpm; systolic bp was 48mmhg. There was slow, steady inflation initially with very little balloon and valve movement, however, during the last seconds of inflation, the inflation speed was increased and the valve was seen on fluoro to have moved significantly ventricular. Rapid ventricular pacing was stopped. Fluoro and tee revealed the valve had moved ventricular. Tee revealed moderate-severe pvl. A second 26mm sapien xt valve was deployed 50:50 inside of the first valve, resulting in trace pvl. The transapical sheath was removed with no access site complications. The patient remained hemodynamically stable, and was transported to the cvicu. The patient¿s native annulus measured 24.2mmx28mm by CT, with an area of 522 mm2. The native annulus was severely calcified, and the leaflets were moderately calcified. The image intensifier angle and coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was loss of pacing capture during valve deployment. The ventricular malposition of the valve was attributed to a combination of the patient's moderately calcified native leaflets and increased final inflation speed of the balloon during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and valve regurgitation requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified or bulky calcification of the aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the ventricular valve malposition was attributed to two factors: 1) no bav performed causing moderately calcified native leaflets (possibly fused) to push the valve and delivery balloon ventricular during deployment, and 2) initial atrion inflation was slow/steady, however, final inflation speed was increased too much, causing movement of the valve and delivery balloon ventricular. The subsequent moderate -severe pvl was likely a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.